Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor keeps giving him alerts and cutting off his insulin. Customer also mentioned noticing a difference between the blood glucose readings versus sensor glucose readings. Customer stated that their blood glucose value was 125 mg/dl while the sensor was reading 72 mg/dl. Customer also mentioned calibration errors. No further information reported.